Event description:
It was reported that the patient had a revision of the lead component of their implantable neurostimulator (ins) system. As part of the revision procedure, the patient had an MRI during which they reported that they could not swallow. It was noted that the ins devices were turned off at the time of the MRI. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389s-40, lot # v374172, implanted: (B)(6) 2009, product type lead; product ID 3389-40, lot # j0227967v, implanted: (B)(6) 2003, product type lead. (B)(4).